Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the result of investigation the most probable cause of missing screw in electrical coupler unit which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclave camera head to the service center for a separate issue. During the device analysis, the service repair technician indicated a missing screw in electrical coupler unit. There was no patient involvement.